Event description:
In 2000 l5-s1 decompressive laminectomy at l4-l5 with removal of the synovial cyst. Adcon-l was administered during this procedure. Presented with bloody serous drainage, increased drainage on standing and pain. Wbc 10,700. Post-op first procedure p.o. Keflex x 7 days. Seven days later re-exploration, turbid fluid, gross pus, debrided, IV antibiotics.